Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed for leak. It was reported that during device preparation, the grippers were noted to be leaking from the gripper lever cylinder, which appeared to be cracked. The device was not used. There was no patient involvement and no clinically significant delay in procedure. No additional information regarding this issue was provided.

Manufacturer narrative:
The device was returned and investigated. The reported gripper lever leak and gripper lever crack were confirmed. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on all available information, the leak is a cascading event of the crack in the gripper lever. The crack in the gripper lever appears to be related to a potential product quality issue. This issue is being addressed per internal operating procedures. Abbott vascular will continue to trend the performance of these devices.